Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip loosened and was rotating/no tissue vaporization at 261,272 joules of use. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap was found to have a circumferential fracture distal to the fiber/cap fusion zone. Char on the metal cap, devitrification at the cap output window and abrasions on the outer flow tube, near the metal cap location were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.